Event description:
Additional information was received indicating the device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a monitoring voltage of 2.57v and a 31.5 second charge time. There was a concern the battery depleted prematurely. No adverse patient effects were reported.